Manufacturer narrative:
The initial reporter facility name is (B)(6). Investigation is still in progress. Once the investigation is complete a supplemental report will be filed. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the alarm 01 (patient line open), air in arctic sun device. Per review of wo on (B)(6) 2025, there was no patient involvement. Per sample evaluation results received via task on 23jul2025, it was reported that a damaged rubber sealing ring of the pressure transducer contributed to the reported issue.

Manufacturer narrative:
The reported issue was confirmed. At this time, the root cause of the reported event could not be determined. The arctic sun 5000 was evaluated upon receipt. Ctu error 5. During the evaluation it was found that there was a damaged rubber sealing ring of the pressure sensor. Rubber sealing ring was replaced, (used one from an scrap manifold). This solved the problems. Functional test passed for a second time and calibration passed. Electrical safety test passed. Device meets all criteria. The instructions-for-use were reviewed and found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. The initial reporter facility name is (B)(6) hospital. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the alarm 01 (patient line open), air in arctic sun device. Per review of wo on 10jun2025, there was no patient involvement. Per sample evaluation results received via task on 23jul2025, it was reported that a damaged rubber sealing ring of the pressure transducer contributed to the reported issue.